Event description:
The customer contacted beckman coulter, inc. (Bec) to report that when removing an empty reagent cartridge from their unicel dxc 800 pro synchron chemistry analyzer, the reagent cartridge was wet on the outside. 2. The customer did not report any erroneous results associated with this event. There was no impact to patient treatment. The customer was wearing personal protective equipment (ppe) at the time of the discovery of the wet reagent cartridge. There was no exposure to the customer. The customer did not seek medical attention. The customer has a risk management plan in place for the facility.

Manufacturer narrative:
The event described in this medwatch report is related to another event for the same customer. The related medwatch report number is 2050012-2011-04874. In the related event, a field service engineer (fse) was dispatched to the customer's site to conduct repairs of reagent probe b (see related medwatch report). An fse was dispatched to the customer's site for this event. The fse observed that reagent probe b was leaking again. The fse replaced the t-valve and the hamilton valve. . The fse verified the repair according to established procedures.